Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As per patient report to (B)(4): patient recieved knee surgery (B)(6) 2014. (B)(6) 2015 - patient presented with pain. Following an arthroscope a fragment of the post from the polyethylene was found. (B)(6) 2015 - patient underwent revision surgery to remove/replace ptg.

Manufacturer narrative:
An event regarding crack/fracture involving a scorpio nrg x3 ps tibial insert #9 8mm was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: no patient medical records were available for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as pre- and post-operative x-rays and the primary operative report and arthroscopy report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
As per patient report to (B)(6): patient received knee surgery (B)(6) 2014. (B)(6) 2015 - patient presented with pain. Following an arthroscope a fragment of the post from the polyethylene was found. (B)(6) 2015 - patient underwent revision surgery to remove/replace ptg.